Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient suffered myocardial infarction.

Manufacturer narrative:
The patient suffered previous smoker with a hypertension, hyperlipidemia. The index procedure was prompted by mi. During the index procedure one resolute onyx stent was implanted into the lad. The mi occurred in the lad. If information is provided in the future, a supplemental report will be issued.